Event description:
It was reported that an ilet user experienced persistent severe hyperglycemia overnight with meter and pump readings in the high 400 mg/dl range despite a full supply change, and insulin was observed leaking inside the pump housing with insulin odor noted; the issue involved a leak/splash consistent with a reservoir component problem. Customer care provided support that included communication with the user and analysis of information provided by the user. Investigation of this case revealed evidence of leakage at or associated with a seal, consistent with a device leak/splash related to the reservoir component. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.